Event description:
User reported false positive result. Negative pcr next day.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
Report required by FDA for eua. In section h, the tests were identified to be recall affected hence necessary details on this have been filled out with the relevant investigation codes and reporting number applied.

Event description:
User reported false positive result. Negative pcr next day.